Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, end cap broken off and severely scratched display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they changed their clothes and the pump dropped and hit the floor. The customer stated that the pump was cracked all over. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.